Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of the device smelled "funny." Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per the rite testing. Internal and external visual inspections were performed and revealed no problems. A short simulated therapy was performed and completed successfully. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The cause of the problem could not be determined. The device was sent for normal servicing.

Event description:
The customer contacted baxter's technical service center to report a smell on a homechoice (hc) machine during use. The registered nurse (rn) stated that she went over to help program the hc and it was too hot and it smelled funny. The technical service representative (tsr) initiated a swap of the machine. The rn had the home patient (hp) using their old hc for the night. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the hc was operational. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.